Event description:
On november 5, 2006 it was reported to bsc that during an ercp (male pt, age unknown) the tip of the guidewire fell off. It is unknown if the tip fell into the pt during the procedure. The procedure was completed with another bsc jag precursor. There was no reported complication or ill effect sustained by the pt.

Manufacturer narrative:
This device has not been rec'd by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.